Event description:
The contact stated the customer's blood glucose was tested using the elite meter, and the result was 227 mg/dl. The customer's glucose was then tested with the one touch meter and the result was 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. Testing supplies were to be sent to the customer for further troubleshooting, so no product will be returned at this time.